Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy. While being applied at the hepatic parenchyma, the stapler was unable to fire. They had to replace the stapler to complete the procedure. No patient injury.